Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and post-laminectomy pain. The patient reported the communicator will not charge unless they "push the charger in and hold it." The patient stated they originally got a new charging cord because the other one broke. That cord worked for "a little bit" but now they have to "hold it in and push in" to get it to charge. The patient gets 13 boluses a day. The patient also mentioned the inside of the communicator feels like something is "not working" and is "slipping further and further down". An email was sent to the repair department for a replacement device. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 15-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.